Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had the stimulator removed and replaced with another company¿s device on (B)(6) 2019 because it was not MRI compatible and malfunctioned about a year prior to the report, confirmed as 2018. Clarification was received which indicated that when the patient was walking, the stimulation would be set at like 280 and then shoot up to 380 so she would need to sit down. There were no further complications reported or anticipated.